Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product evaluation investigation was completed. Received device was damaged as described in the complaint. The handle is cracked as described in the complaint description and the proximal handle fragment is missing. The break is typical for brittle material at the critical cross section. The break occurred at the location of the shaft diameter change. There are no signs of misuse on the instrument. An internal design evaluation regarding the failure mode described in this complaint has been performed. The design of the handle (geometry and material) has been changed to address the failure mode described in this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Date of surgery is not known. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Hospital contact telephone: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 06. Nov. 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported on unknown date during an unknown procedure, the plastic handle on the inserter for titanium elastic nails broke. Surgery was not delayed. No further information was provided. This report is for one (1) inserter for titanium elastic nails. This is report 1 of 1 for (B)(4).